Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). Occupation: non-healthcare professional. (B)(4). Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported abdominal pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2008". Additional information received 09apr2019: per the (B)(6) 2009, enteroscopy report: " post-procedure diagnosis: wire prong from inferior vena cava filter protruding into lumen of distal duodenum with surrounding inflammation. Findings: duodenum: wire prong protruding into lumen of distal duodenum with surrounding inflammation. Plan: will discuss surgery. I suspect this will need to be removed surgically, rather than with interventional radiology. I suspect this is the cause of his pain". Per the (B)(6) 2009, retrieval report (successful): "findings/conclusions: inferior vena cava filter removed completely without difficulty. Inferior vena cavogram narrowing with no extravasation. Radiologic supervision interpretation: initial cavogram demonstrates narrowing of the inferior vena cava at the site of the celect filter. The filter is angulated to the right with all four legs of the main device thru the caval wall. No filling defects are identified to suggest thrombus. Following removal of the inferior vena cava filter, follow-up cavogram demonstrated no evidence of extravasation. Persistent narrowing was noted at the filter site. Impression: successful retrieval and removal of celect inferior vena cava filter. Follow-up cavogram demonstrated no evidence of extravasation. There is approximately 40% narrowing of the inferior vena cava at the previous site of the inferior vena cava filter". Additional information received 17apr2019: patient allegedly received an implant on (B)(6) 2008 due to blood clots. Patient is alleging migration, vena cava perforation, organ perforation and pain. On (B)(6) 2009, filter retrieval due to filter migration and duodenum perforation. On (B)(6) 2009, computed tomography-abdomen and pelvis with intravenous and oral contrast: " the inferior vena cava filter seen on the past examination is no longer present".